Event description:
The customer reported that the raceway tubing contained in the tubing pack is discolored and disconfigured in the raceway oval. No patient use reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, therefore an evaluation cannot be performed to determine root cause of the reported event. Device lot information was also not provided so a review of history records could not be performed. If the device is returned or additional information is received, a follow-up report will be submitted. (B)(4).